Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) exhibited output specifications that were out of range. Retesting was attempted multiple times and the equipment was checked. It was recommended that the epg be returned for service. The status of the epg is unknown. There was no patient involvement.